Event description:
Implant loss. Removed because implant wasn't seated properly. Some contamination on the implant surface. Area re-prepared and new implant replaced. Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation.